Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: just to confirm, were the jaws of the device opened with the manual override? Did the device deliver a partial cut line and partial staple line that were equal in length? What color cartridge was being used? Can you please send a completed complaint form?

Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: just to confirm, were the jaws of the device opened with the manual override? Did the device deliver a partial cut line and partial staple line that were equal in length? What color cartridge was being used? Believe the manual override was used to reverse the knife and then the jaws were released as per normal, customer unsure about the reload and staple line will keep inquiring.

Event description:
It was reported that during an unknown procedure, the jaws would not open. They had to use the manual over-ride. The staples had been half fired. The device had been fired 2 or 6 times. No further information is known at this time. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B)(4). Conclusion: the device was received in the closed position with no cartridge loaded. The bailout door was present and the bailout lever was down. The cam was partially actuated, leaving the crossover gear disengaged from the drive bar. The pawl was in the bailed out position, this condition enabled the motor to be activated without engaging the drive bar, keeping the knife from moving. Upon resetting the bailout, the device functioned as intended. The complaint as described by the customer could not be confirmed, although if the condition of the bailout mechanism could have prevented the knife from fully returning to the home position and the user unable to open the device. The device was received in the closed position, without a cartridge loaded in the channel. The device opened without difficulty upon pressing the clamp release button. The bailout door was present and the bailout lever was down. However, the bailout cam was partially actuated. In the process of using the manual override function, the cam failed to hook onto the bailout washer. This enables the user to return the lever to the down position and reinstall the bailout door. This left the crossover gear disengaged from the drive bar, and the bailout pawl in the bailed out position. In such a state, the motor can be actuated without translating the knife proximally or distally. After installing the battery and attempting to test fire the device into lockout, the firing trigger was activated and the motor continued to actuate in low power without translating the knife distally. The bailout door was removed and the position of the cam was noted. The shrouds were them removed and the position of the crossover gear, bailout washer, and pawl were noted. Upon resetting the bailout, the device functioned as intended.